Event description:
The pt stated that his infusion device was beeping continuously and "77" with "300" was displayed on the screen. The pt stated that the power pack had been in use for over 4 weeks and he was using the remainder of his supply of recalled power packs before switching to the corrected power packs. The pt was advised to discard all recalled power packs and to only use corrected power packs. The pt was advised to insert a corrected power pack and his infusion device functioned properly. No physiological effects were reported. The pt was unable to read the lot # or exp date. The pt did not require assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.